Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Patient alert sounded for out of tolerance subthreshold lead impedance on (B)(6) 2008. Weekly pace lead impedance trend data shows varying atrial lead impedance of 472 to 3824 ohms between (B)(6) 2009 and (B)(6) 2010. Ventricular short interval count=82.3 counts avg/day, in 24.25 days, between (B)(6) 2010 09:49:24 and (B)(6) 2010 15:55:46. (B)(4) the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed) and in/on the helix mechanism, exposed defib coil white substance, a cosmetic depression and a white substance on the outer insulation, apparent explant damage and the lead was stretched. (B)(4): a partial lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported the atrial lead was abandoned due to high impedances and intermittent sensing and some oversensing. (B)(6) 2010 it was reported that the physician plans to abandon the atrial lead and program vvi mode and programmed p-r logic off. (B)(6) 2010. It was reported that there was t-wave oversensing on the right ventricular lead. The right atrial lead had measured high threshold. Both leads were removed and replaced. No patient complications have been reported as a result of this event

Event description:
It was reported the atrial lead had high impedance, intermittent sensing and oversensing. The lead was to be abandoned, and the device reprogrammed. It was later reported that the atrial lead was explanted and replaced due to high thresholds. The ventricular lead was explanted and replaced due to t-wave oversensing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.